Event description:
In 2003 at approx 3:30am, pt's respiratory therapist was summoned to the bedside and noted the distal portion of the pt's tracheostomy tube had broken from the trach flange. A new tracheostomy tube was inserted and the pt was manually resuscitated. Due to respiratory distress and the pt's inability to tolerate mechanical ventilation pt was transported by ems to the hospital for further evaluation and treatment.